Manufacturer narrative:
It was reported that two drill bits fused in the drill adaptor mt-02-161 s18559 during drilling. After separating the drill bit and drill guide, a new rosa 3.2 drill guide with mineral oil was taken. This time, no fusion occurred and the surgeon was able to move on with the case without any further incidents. The first 3.2 drill guide did not seem to be damaged and the surgeon stated he would like to keep the drill guide for future cases. The most probable root cause is that due to friction metal on metal and the heat, the drill bit swollen and fused with the adaptor. However, this cannot be confirmed.

Event description:
During the case, the surgeon used a 3.2 adaptor (mt-02-161 s18559) with a stryker gray 3.2 drill bit (stryker ref 5085-2-032, lot k06f2dc) and found that the two fused together when he started drilling. After separating the pieces, he tried a new drill bit from stryker with mineral oil and had them fuse together again. Next, after separating the drill bit and drill guide, he opened a smith and nephew 3.2 drill bit and a new rosa 3.2 drill guide with mineral oil. This time, no fusion occurred and he was able to move on with the case without any further incidents. The first 3.2 drill guide did not seem to be damaged and the surgeon stated he would like to keep the drill guide for future cases. Delay to case about 15 mins, patient was already under anesthesia, after first incision, no impact to patient.